Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. It was reported that the incident occurred in year 2017; however, the exact date is unknown.

Event description:
It was reported that during patient use of the portex® ivory pvc, north facing, nasal, profile soft seal cuff, polar preformed endotracheal tube, an air leak was noted in the device cuff. According to the report the incident was resolved. Customer reported no further information related to the event.

Manufacturer narrative:
One used device was returned for evaluation without its original packaging. Visual inspection of the device found no discrepancies. Functional testing of the device involved leak testing and found leakage between the pilot balloon and valve. A review of the testing and inspection documents was performed and were deemed adequate and correct. A review of the manufacturing process was performed on a similar part and observed that there was an inconsistency in the machine performing the application of the solvent to adhere the pilot balloon to the valve. Based on the evidence, the most probable root cause was attributed to a manufacturing issue, due to the solvent missing between the balloon and valve and/or lack of detection of the missing solvent by the production personnel.